Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump was tested with a water filled test reservoir. The pump left at the pump display properly matched the units left at the test reservoir. The pump passed the delivery accuracy test. The pump was received with intermittent express button due to corroded keypad traces. The pump was received with a cracked case at the display window corners, a cracked display window and cracked battery tube threads. The pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was 39mg/dl or 40mg/dl. The customer's most current level was 137mg/dl. The customer was treated at the hospital for the highs with IV, juice and candy. The customer stats they had unresponsive buttons. The customer was advised of possible over delivery anomaly. The customer states they received loose drive support cap notice. The customer was advised the pump would be replaced and returned for analysis.